Event description:
Patient's head was pinned in supine position, 3-point mayfield head holder, patient was then turned prone. Surgeon was holding the patient's head (before connecting to swivel adapter) and while positioning her with the mayfield and flexing her neck, the mayfield head holder pins slipped, resulting in a 5 cm occipital region laceration. Laceration repaired and patient's head was re-pinned in another mayfield device. Procedure continued as planned.